Event description:
It was reported that during a ureteroscopy procedure, it was observed a crack in the tip of the fiber. The fiber was not snapped but it did not emit aiming beam. It was tried to remove and reattach the fiber, however, the issue persisted. The procedure was completed with fiber device without patient complications.

Event description:
It was reported that during a ureteroscopy procedure, it was observed a crack in the tip of the fiber. The fiber was not snapped but it did not emit aiming beam. It was tried to remove and reattach the fiber, however, the issue persisted. The procedure was completed with fiber device without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber analysis did not identify a fiber break, instead it was noticed that the tip was unused and in good condition; therefore, the reported event was not confirmed. Analysis of the returned fiber identified that there were burn marks on the connector. The burn marks could be due to prolong use or a damaged debris shield. The interaction between the console and fiber could cause the overheating of the connector and that could lead to the diminished aiming beam. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria of fiber break for the device in question.